Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+3.0/111 (sphere/cylinder/axis) tore. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).